Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. The evaluation confirmed that the probe broke down. There were scratches found at the broken point. The ptfe pad was slightly worn and burnt. The manufacturing history was reviewed with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasonic output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe broke. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad wears and burns. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
Olympus was reported that the probe tip was broken at first use. There was no patient harm reported.